Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse performed a total service call. The cse replaced the base rotary pump due to a crack found in the retaining nut. The cse replaced gray peristaltic pump tubing and calibrated the probes. The cse ran quality control (qc), which was within range. The cse ran a multi-dliuent check, which passed. The cse was re-dispatched to the customer site. The cse performed a total service call and found no issues with the instrument. The cse ran precision testing with multi-diluent check, which passed. The cause of the discordant tni-ultra results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated cardiac troponin I (tni-ultra) results were obtained on two patient samples on an advia centaur cp instrument. The discordant results were not reported to the physician(s). The samples were repeated twice on the same instrument and once on an alternate advia centaur cp instrument, all resulting lower except for one replicate result on sample (B)(6), which resulted higher than initial result. The corrected result for patient sample (B)(6) was reported to the physician(s). It is unknown if the corrected result for patient sample (B)(6) was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tni-ultra results.